Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the up, down and ok buttons on the keypad are unresponsive. There is no reported adverse event with this complaint. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).